Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they put their handset in the bottom of their book bag when they went to the doctor yesterday. Patient stated they forgot and put stuff on top of it. Patient reported the therapy was turned off and the programs were messed up. Patient mentioned that their group 1 program 1 and 2 was changed. Patient wanted to know if there was a way to go back and get the history and find out what they had. Agent walked the patient to locate the intensity set at clinic message. Patient did not see the intensity set at clinic under the programs. Agent had patient try to access the notes on the top part of the screen, but patient did not see anything listed on the notes. The issue was not resolved. The patient was redirected to their healthcare provider to further address programming settings. Patient mentioned they would call their manufacturer representation to obtain information.